Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced a low blood glucose event, reaching 38 mg/dl. The patient treated the low with juice, peanut butter, crackers, and a bowl of cereal. The patient¿s mother became concerned that the glucose level was still too low and removed the device, and the patient had not used it since that time. Reports indicated that the patient had a high glucose level of 348 mg/dl prior to the low and that two breakfast announcements were made late in the evening. Reports also showed that the patient was making multiple meal announcements at once. The patient was noted to have a learning disability and asperger¿s. Information was provided explaining that the device reduces and may suspend insulin delivery when a low or downward trend is detected. The importance of making only one meal announcement per meal was also discussed. The patient¿s mother acknowledged this information and stated she would address meal announcement practices with the patient. The case was escalated to the field team for follow-up regarding fluctuating glucose levels and meal announcement behavior. The patient¿s glucose levels were affected, ranging from a high of 348 mg/dl to a low of 38 mg/dl, and remained outside the 70¿180 mg/dl range for a couple of hours. The patient used food and juice to treat the low glucose level. No ketone testing was done, and no professional medical intervention was required. Assistance was provided by the patient¿s mother due to the patient¿s disability. No immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.